Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had a dead ipg. Surgery took place (B)(6) 2022 and the ipg was replaced. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.